Manufacturer narrative:
Investigation: the disposable sets were received for evaluation. The sets were visually inspected. No abnormalities were noted. Samples were taken from the sets and tested for hemolysis. Hemolysis was confirmed, however the sets may have been affected by uncontrolled temperatures during shipping. Aggregation and evidence of clogging was observed on the inflow side of the filter membrane of each returned sample, leading to the conclusion that excessive aggregates in the donation bag flowed into the filter and caused clogging on the inflow side of the filter layers. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed with no issues noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.

Event description:
The customer reported that they had 2 units of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: three disposable sets were returned from the customer. Samples from the sets were taken and tested for hemolysis, with hemolysis found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.